Event description:
It was reported that the surgeon had a lockout with the echelon 3000 compact stapler. He said the stapler closed but he felt like it didn't lock properly so he decided not to fire it. He attempted to open the jaws and they were stuck. The buttons on the device were not working, so they manually tried to open the device with the manual reverse lever. The reverse lever brought the articulation back in line, but didn't allow them to open the jaws. He had to use a separate echelon + stapler across the liver to ligate the vein and then cut the echelon 3000 out from the tissue. There was a 30 minute delay. Procedure was successfully completed. No fragments were generated. No patient consequences.

Manufacturer narrative:
(B)(4), date sent: 8/3/2023, d4: batch # unk, b3: date of event is 2023, event day and month unknown. Captured as 1/1/23. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with no reload present. The manual override feature had been used and was reset to test the functionality of the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number (B)(4), and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/31/2023. D4: batch # 981a41.